Manufacturer narrative:
The device was not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the product was used during a carotid endarterectomy (cea) procedure; however, the balloon on the common carotid artery (cca) side did not inflate. No abnormalities were observed during device preparation, and the balloon functioned as expected prior to insertion. The procedure was successfully completed using a new device of the same product. No adverse impact to the patient's health was reported.